Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Tandem technical support had the customer perform a system check and the occlusion appeared to be within the cartridge. When the customer was performing the fill tubing step after changing the cartridge, air bubbles were noted seen in the cartridge pigtail. The customer successfully primed the air out of the tubing. The customer's blood glucose was not impacted, but had administered a 5 unit insulin injection due to the time it took to prime the cartridge. The customer resumed insulin delivery via the pump.